Manufacturer narrative:
Testing was performed at alere on retained kit lot 161115 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 161115 were reviewed. This lot met the required release specifications. A review of the complaints reported false (B)(6) or unconfirmed false (B)(6) related to lot number 161115 showed a complaint rate of 0.001%. The evidence available does not indicate that the product is performing outside label claims. Alere was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. Alere was unable to determine the exact root cause of the reported issue.

Event description:
False (B)(6) ab results were reported with a fingerstick whole blood sample on the alere determine¿(B)(6). Patient sample was (B)(6) on abbott architect, multispot and showed no viral load. There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. Date of occurence is also unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere scarborough, inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(6) 2018 at alere scarborough, inc. (B)(6).